Event description:
I had lasik performed at the (B) (6) eye institute in (B) (6) by dr (B) (6). Prior to the procedure, I was severely nearsighted. I was told I had very large pupils but just barely within the guidelines to still qualify for the procedure. I had always been unable to wear contacts due to extremely dry eyes but was told by dr (B) (6) that lasik would not be a problem. Although, the procedure did give me 20/20 vision, I have had such dry eyes since the procedure that I experienced severe depression for three years following the procedure, contemplating taking my own life. I now tape my eyes shut at night and have had all four punctual ducts permanently plugged with "smart plugs." This has provided me with enough relief to resume most of my daily functioning, however, I still suffer daily, I cannot drive at night, as my vision is distorted. I am back to wearing glasses when I read, as my eyes are now slightly farsighted. I returned to dr (B) (6) four times for my complaints of dry, gritty eyes. I was told I had no problems and my eyes looked great. A follow-up dry eye test revealed my eyes were now extremely dry, however, dr (B) (6) replied that it was still considered "normal." In 2003, I went to an optometrist and had all 4 punctal eye drains permanently plugged with "smart plugs." I have had 7 infections in my right eye since the insertion of the permanent plugs, however, this is much more tolerable than the dryness I suffered from prior to the plugs.